Manufacturer narrative:
(B)(4). Batch # n56g8f. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The cartridge reload had the proximal 66 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed. The damage to the slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a semi-open sigmoidectomy, the firing knob was broken off at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.